Event description:
It was reported to boston scientific corporation that a spysope ds ii was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy procedure performed on an unknown date. During the procedure, three gray dots showed up on screen midway into the procedure. They tried to re-plugged the scope back into the controller, wiped down prongs on scope and with no success. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(Date of event): the exact date of the event is unknown. The provided event date on (B)(6) 2022 was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a device analysis could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.